Manufacturer narrative:
Investigation results: the affected device was not available for investigation. Therefore an investigation of the device was not possible. Due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: a product safety case (psc) had been opened for loosening.

Event description:
It was reported that there was an issue with an unspecified aesculap knee system, right side. As a result of having the product implanted, the patient has experienced, knee pain, difficulty walking and standing, and loosening and instability of the implant. The primary surgery occurred on (B)(6) 2016, and the reported revision surgery occurred on (B)(6) 2019. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under aag reference (B)(4).